Event description:
It was reported that a pt underwent a sling procedure on an unk date. Five weeks post-operatively, the pt could not urinate. The pt was evaluated and the surgeon released the sling laterally. It was not a complete release but the surgeon snipped the mesh to relieve the tension.

Manufacturer narrative:
Other: urinary retention occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.